Manufacturer narrative:
The customer provided specific data for the 6 patients affected. The customer initially alleged the initial ggt-2 results for all 6 patients were < 3 u/l. The actual initial ggt-2 result for 5 patients was (-)1 u/l with a data flag. The actual initial ggt-2 result for patient (B)(6) was 10 u/l. Calibration and qc data were acceptable. A review of the alarm trace showed "abnormal probe sucking" alarms. The field service engineer (fse) visited the customer site to check the instrument. The lamp, sample probe, syringe seals and heat cut filter were all replaced. The customer is not having problems with any other assays. It was noted that the primary sample tubes were used for all results. As far as the fse is aware, the gear pump head has never been replaced.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent issue can be excluded since calibration and quality controls were acceptable. The customer has not had any further issues since the date of the event. The analyzer is operating according to the customer's expectations.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 6 patient samples tested for ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz (ggt-2) on a cobas 6000 c (501) module between (B)(6) 2017. The initial ggt-2 results for all 6 patient samples were < 3 u/l. The results were auto-validated and released outside of the laboratory. The samples were repeated and the ggt-2 results were "significantly higher." Refer to attached data for patient results. The results were amended once repeat testing was completed. There was no allegation that an adverse event occurred. The ggt-2 reagent lot number was 208541 with an expiration date of 09/30/2017. It was noted that samples were spun for 5 minutes at 3500 rpm. The lamp and measuring cells were replaced on (B)(6) 2017. The photometer check looked ok. Rinse tubing was replaced on (B)(6) 2017. There have been no visible signs of leaking since the rinse tubing was replaced. The samples involved in the event were checked and looked to be of good quality.